Event description:
A hemodialysis facility has reported that at the initiation of a treatment, the dialysis blood line tubing had restricted flow. Upon initial investigation of the complaint, the hemodialysis nurse reported the arterial blood line was occluded and was noticed at the start of the treatment. The pt's blood was successfully returned and the pt suffered no ill effect. A new extracorporeal system was immediately strung and treatment was continued without further incident. The sample was returned for evaluation.

Manufacturer narrative:
(B)(6). Return product evaluation: the manufacturing facility received the actual sample of the blood lines without the original package on (B)(4) 2012. A visual inspection was completed and found a dent in the main tubing line just prior to the pump adapter. A functional test was performed on the sample on the hemodialysis machine 2008k using the following parameters: combiset product code # 03-2742-9 lot # 12br01182 was set up on the fresenius dialysis machine 2008k to verify flow rate of sample; a mixture of 70% water and 30% glycerin at 37 degrees celsius was used; flow rate (pump speed) was set to 450ml/min with a negative pressure of 200-250mm hg; fmc saline solution, a f-180 dialyzer filter; the set was tested for 1 hour. The solution was observed to flow through the lines with minimal restriction at the main tubing line to the clear pump adapter. Summary of test results/conclusion: during functional analysis of the sample, the complaint was confirmed. Flow was restricted due to a kink in the line. There is no CAPA required as the complaint does not meet escalation criteria at this time. The event will be monitored through trending programs and escalated as required by complaint management and the CAPA process.